Event description:
The customer reported that the unit came down from the floor with reported error codes. The customer confirmed diagnostic error codes "barometer calibration data error", "oxygen (o2) flow sensor calibration data error", "air flow sensor calibration data error", "oxygen (o2) pressure sensor calibration data error", "machine and proximal pressure sensors failed", "proximal pressure sensor calibration data error", and "machine pressure sensor calibration data error". The customer noted that the air flow sensor, (daq) board, and the (o2) flow sensor are not displaying a serial number. The remote service engineer (rse) advised replacement of the data acquisition (daq) board and the data acquisition (da) to motor controller (mc) cable. The unit was in clinical use; there was no patient harm when patient was changed out to another ventilator. In clinical use; there was no patient harm when patient was changed out to another ventilator.

Manufacturer narrative:
B4:(B)(6) 2021 the customer replaced the data acquisition board to correct the issue. The unit was tested, and it was returned to service.